Event description:
Consumer received 2nd degree burns from the heating pad. The pad overheated due to misuse, the consumer was laying on the pad in her bed which is contrary to proper use instructions. The consumer did not seek medical attention for burns.